Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2013; 407652 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited suspected undersensing, oversensing, and far field r-wave (ffrw) oversensing. The right ventricular (rv) lead exhibited a gradual increase in pacing thresholds. Possible high pacing thresholds were observed on the left ventricular (lv) lead. The patient reportedly experienced shortness of breath. The leads remain in use. No further patient complications have been reported as a result of this event.